Manufacturer narrative:
Product analysis: analysis was able to confirm that there was a deviation between the stylus and the cursor on the screen. Analysis also noted that the touchscreen assembly was broken and there were errors in the update history. The programmer was scrapped as the necessary parts for repair were not available. Correction: report source: foreign box checked. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the programmer was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that programmer had a stylus calibration problem. The programmer is expected to be returned for service. There was no patient involvement.